Event description:
This report pertains to two events that occurred during the same procedure. Please reference manufacturing report number 3005099803-2009-04136 for the related device details. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a stenting procedure performed in 2009. According to the complainant, the patient was sedated via general anesthesia. When the physician attempted to deploy the stent, the deployment suture detached. The stent was removed without incident. During insertion of the second ultraflex stent, bleeding and edema was noted. It was also noted the patient's oxygen saturation decreased to 60%. Severe resistance was encountered during attempts to deploy the second stent. The stent did not deploy and was removed from the body. The patient was placed on oxygen and exchanged to airway stabilization. A third ultraflex stent was used to complete the procedure. There were no additional patient complications were noted post procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.